Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. For the gap between acoustic lens and ultrasound probe malfunctions a definitive root cause was not identified, however based on the results of the investigation, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. For air/water channel clogged with foreign material malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to related to the reprocessing that was not conducted properly due to leakage failure that occurred due to a pinhole at the forceps channel the event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures in addition, as to handling of the actual device, as result of confirming contents of the instruction manual, there are following descriptions. Therefore, occurrence of phenomena (1) and (2) may be prevented. [Warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited there is a gap between acoustic lens and ultrasound probe and air/water channel is clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.